Event description:
Attempted to deploy angioseal vascular closure device. The "foot" did not deploy correctly. Device was removed, deployed and manual pressure was held on femoral artery until hemostasis is obtained.